Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the patient experienced a blood glucose of 535 mg/dl; the family member confirmed no signs or symptoms. Customer support walked the family member through troubleshooting. The basal rate history appeared correct per the family member with basal and temporary basal rates. The family member reported that the rates and settings were programmed but she did not know if they were correct. The site was removed and dried blood was reportedly found at the site. Customer support advised the family member that the site was likely a cause of the patient's bg elevation. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.